Event description:
It was reported that the patient had pain at the implant site of the insertable cardiac monitor (icm) and the device was explanted. The physician was aware the patient had a previous tumor at the site. No new device was implanted. No additional adverse patient effects were reported.